Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. A conclusive cause for the stent fracture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: fracture of a supera interwoven nitinol stent after treatment of popliteal artery stenosis.

Event description:
It was reported through a research article identifying a supera stent that may be related to stent fracture. Specific patient information was not provided and is documented as unknown. Details are listed in the attached article, titled fracture of a supera interwoven nitinol stent after treatment of popliteal artery stenosis. Please see article for additional information.